Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported the cardiosave intra-aortic balloon pump (iabp) would not inflate or deflate. Touch panel freezes. No patient involvement reported.

Event description:
N/a.

Manufacturer narrative:
UDI related data quality updates only: providing updated device identification information in alignment with gudid.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6(type of investigation, investigation findings, component codes and investigation conclusions), h10. Additional contact information: (B)(6). A getinge field safety engineer (fse) was dispatched to evaluate the unit. Replaced console cover due to damage, found he tank empty and internal tank empty. Replaced with customer tank, he knob missing and replaced. Unit working correctly now. Unit passed all calibration, functional and safety tests performed. Unit was returned to customer and cleared for clinical use.